Event description:
The advocate stated the customer received a blood glucose reading of 130 mg/dl from his contour meter and a reading of 263 mg/dl from his breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.